Event description:
It was reported the patient underwent a revision procedure on 19aug2022 wherein an additional lead was added for unknown reason.

Manufacturer narrative:
Date of event is estimated.